Manufacturer narrative:
Caller unsure which system produced result. (B)(4)

Event description:
Customer obtained result of 60 mg/dl on the gts advantage system in comparison to lab result of 22 mg/dl within 10 minutes. No action taken based on device results. No adverse event reported. New system sent to customer and return requested.